Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had molding defects and air bubbles in the gel. This occurred on 4 occasions before use. The following information was provided by the initial reporter: physical deformity in a number of yellow top tubes. Batch received 05/11/19. Some tube tops appear to stand slightly proud within packaging relative to others (? Hidden deformities in these). Outer packaging has no visible damage and tubes have been stored within temperature range in phlebotomy stores. Multiple tubes in package and within other packs of the same lot display large bubbles in the gel (seemingly more so than other lot numbers in a brief assessment).

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had molding defects and air bubbles in the gel. This occurred on 4 occasions before use. The following information was provided by the initial reporter: physical deformity in a number of yellow top tubes. Batch received 05/11/19. Some tube tops appear to stand slightly proud within packaging relative to others (? Hidden deformities in these). Outer packaging has no visible damage and tubes have been stored within temperature range in phlebotomy stores. Multiple tubes in package and within other packs of the same lot display large bubbles in the gel (seemingly more so than other lot numbers in a brief assessment).

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for collapsed tubes and gel air bubbles with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and collapsed tubes and gel air bubbles was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Note that there are potentially varying degrees of tube collapse, based on the temperature and duration of time at elevated temperature. Mildly collapsed tubes will retain vacuum and only show minimal deformation. Mildly collapsed tubes will draw appropriately, but may not be able to be processed on laboratory instruments (e.g. May be slightly bowed and no longer fit in a rack). As long as the vacuum is retained and the tube fills appropriately, the tube will function properly. Fully collapsed tubes appear flattened, twisted, and visibly deformed. Fully collapsed tubes retain little or no vacuum and therefore cannot be drawn to an appreciable volume. These tubes are easily identified before use by the healthcare worker, so there is no potential impact to the patient. H3 other text : see section h.10.